Event description:
Procedure type: resection of cardia cancer. Patient sex: female. According to the reporter, after the device was fired, the instrument could not be removed from the lumen. It was then forcefully pulled out. The doughnut was inspected and an incomplete anastomosis was found. The anastomosis was then re-done using sutures. Reportedly, some blood loss occured.